Event description:
The phaco receptacle was found to be loose and was able to be calibrated intermittemtly during set up for a procedure but after the pt had been prepped for the phacoemulsification procedure. Another unit was used.